Manufacturer narrative:
The insulin pump was received with missing segments or partial display due to zebra connector cracked. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump display screen is missing segments and is only displaying a partial screen. Customer's blood glucose was 167 mg/dl at the time of incident. No further information was given.